Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis testing. The fenestrated bipolar forceps instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibited localized melting damage at the base of one of the grip tips. An electrical continuity was performed and passed. No damage to the conductor wire was observed.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had melted plastic at the tip. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received.